Event description:
Customer reports broken tip. No further information available, doctor not responding.

Manufacturer narrative:
To date the device involved in the reported incident had not been received for evaluation. An investigation has been initiated based on the reported information.